Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 55 mg/dl and high blood glucose levels of 302 mg/dl. The customer was treated lows with glucose tablets. Patient has been experiencing low bgs for 1 week. Customer report customer does not allege pump was over delivering. Customer¿s low blood glucose level was 55 mg/dl at the time of the incident current blood glucose value was 82 mg/dl. Cust mentioned had experienced high blood glucose and was hospitalized. Customer's blood glucose value was 302 mg/dl at the time of the incident. Customer's current blood glucose value was 82 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 5:00pm. The blood glucose value when admitted to hospital was 500 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer report customer does not allege pump was under delivering. Customer was explained about the 2 high blood glucose rule. Customer also stated about the bent cannula. The product was not returned for analysis.